Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Fever, swelling and infection are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptoms of fever, swelling and infection are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with fever and scrotal swelling. A revision surgery was performed, during which the physician suspected an infection. The infection was managed through irrigation and administration of intravenous antibiotics. The device was explanted and replaced with a tactra device. There were no further patient complications.